Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white particulate matter was observed in the transfer set tubing. This was identified during use. The transfer set had been in use for three months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An actual device was returned and evaluated. A visual inspection noted the presence of white residue inside the silicone tubing consistent with usage and therapy involving the flushing/draining of effluent. Functional testing (leak testing, clamp function testing, clear passage testing) were performed with no issues noted. The reported issue was not verified. The product met specifications. A batch review was not performed as the lot number was unknown. Should additional relevant information become available, a supplemental report will be submitted.